Event description:
It was reported that during preparation of the 2.50x20mm trek balloon dilatation catheter (bdc) and the 3.00x12mm xience xpedition stent delivery system (sds) using a syringe, air was continuously pulled, thus a leak was suspected in both devices. There was no reported patient involvement and no reported clinically significant delay in the procedure. A new 2.50x20mm trek bdc and a new 3.00x12mm xience xpedition sds were used to successfully complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). The rx xience xpedition 3.0 x 12 mm mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The definitive cause for the reported leak during preparation could not be determined. The lot manufacturing records and similar incidents could not be reviewed due to unknown lot number. Based on the information reviewed, there is no indication of a product deficiency.